Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID :8840, lot# serial# unknown, product type :programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and other chronic/intractable pain (trunk/limbs). The pump contained an unknown brand of morphine with a concentration of 10 mg/ml at a dose of 2.997 mg/day. It was reported there was a telemetry problem with the clinician programmer. The hcp stated she had refilled the pump and was updating the pump and was having difficulty. The hcp stated she cancelled telemetry. The hcp attempted again and did get successful telemetry. The hcp stated the patient had left the clinic. The hcp stated she had a session data report showing the update, and the programming was accurate. The hcp had the programmer, and it stated the pump was stopped. The hcp stated she would call the patient back to the clinic to re-interrogate the pump and check the pump status. No patient symptoms were reported. The hcp called back again. The patient was back with the hcp. The hcp interrogated the pump and found the pump was stopped and had been stopped for 18 minutes. The reservoir volume was listed as 20 ml; the drug information was correct. The infusion mode was set to stopped pump. The hcp updated the pump successfully by reprogramming the pump to simple continuous to the intended dose (2.997 mg/day). No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight was (B)(6)pounds. The serial number of the clinician programmer was not determined.